Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was in backup vvi. The physician assumed the backup state was the result of a low battery state on the device. The device was explanted and replaced. The patient condition was not reported.